Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect. H3 other text : see section h.10.

Event description:
It was reported that the plunger was difficult to move while drawing medication with a 1 ml bd slip tip syringe with attached needle. The following information was provided by the initial reporter: reported she has a hard time drawing up the correct amount of medication into the syringe because the plunger is hard to pull up.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was difficult to move while drawing medication with a 1 ml bd slip tip syringe with attached needle. The following information was provided by the initial reporter: reported she has a hard time drawing up the correct amount of medication into the syringe because the plunger is hard to pull up.